Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26july2019. The biomedical engineer evaluated and tested the unit and could not duplicate reported problem. The unit passed all test. The product support engineer advised biomed to perform a full pvt and address any issues noted before placing back into service.; patient disconnect alarms are alarm often cause by a leak on a mask or patient circuit. The unit will continue to function and ventilate patient. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit is giving patient disconnect alarm. No patient or user harm was reported.